Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod has not distracted since (B)(6) 2022 and the curve is now down to 40 degrees. It was additionally reported that the rod is clunking during distraction. No additional information has been provided.

Event description:
Additional information was received that the hospital deemed there was no product related failure.

Manufacturer narrative:
Additional data: b5, h10.